Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor was missing the electrode. Customer's blood glucose level was 6.2 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor found the sensor cannula was retracted inside of the sensor base and found the cannula was whole; unable to confirm if the customer received the sensor in said condition due to the customer returned opened and used. The customer did not return the insertion needle; unable to confirm insertion needle anomaly.